Event description:
It was reported that during a thyroidectomy procedure, the device would not coagulate and cut properly. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Additional info sought but not received yet.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.